Event description:
This case was initially received via regulatory authority ((B)(6) on 21-feb-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain on the right as soon as the inserts were placed") in a female patient who had essure (batch no. D31455) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("pain on the right side which spread with an aura to the back, leg and right arm"), bursitis ("probable bursitis in the right foot"), folliculitis ("folliculitis in the neck area"), arthralgia ("pain in numerous joints") and pain ("alternative pain on left side"). In 2017, the patient experienced fatigue ("chronic fatigue"). On an unknown date, the patient experienced allergy to metals ("results of allergy tests were compatible with delayed hypersensitivity to titanium, tin and silver"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. On (B)(6) 2018, the back pain had resolved. At the time of the report, the pelvic pain and arthralgia was resolving and the fatigue, bursitis, folliculitis, allergy to metals and pain outcome was unknown. The reporter provided no causality assessment for allergy to metals, arthralgia, back pain, bursitis, fatigue, folliculitis, pain and pelvic pain with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: pelvic pain ¿ analysis in the global safety database revealed 9.934 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Further company follow-up with the regulatory authority is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) ) on 21-feb-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain on the right as soon as the inserts were placed") in a female patient who had essure (batch no. D31455) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("pain on the right side which spread with an aura to the back, leg and right arm"), bursitis ("probable bursitis in the right foot"), folliculitis ("folliculitis in the neck area"), arthralgia ("pain in numerous joints") and pain ("alternative pain on left side"). In 2017, the patient experienced fatigue ("chronic fatigue"). On an unknown date, the patient experienced allergy to metals ("results of allergy tests were compatible with delayed hypersensitivity to titanium, tin and silver"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. On (B)(6) 2018, the back pain had resolved. At the time of the report, the pelvic pain and arthralgia was resolving and the fatigue, bursitis, folliculitis, allergy to metals and pain outcome was unknown. The reporter provided no causality assessment for allergy to metals, arthralgia, back pain, bursitis, fatigue, folliculitis, pain and pelvic pain with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra pt (excluding this case): pelvic pain: 10126 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 13-mar-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.